Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular 19.5 cm to 21 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause for the oversensing which led to shock delivery as reported in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Constant friction against another implantable device such as a nearby lead or interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. Furthermore a fracture of the conductor cable to the shock coil was found which most likely occurred due to tensile forces applied during the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - oversensing leading to inappropriate therapies was reported 69 months after the implantation. The lead was explanted and replaced, but not returned for analysis.